Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The recharger was unable to power up, it was beeping, and had a blank screen. The patient is in so much pain which started shortly after this happened because they don¿t have much power in their ins so they turned it off which is why they have a return of symptoms since they can¿t charge because of the beeping recharger. Troubleshooting resolved the reported issue. No further complications were reported/are anticipated.